Event description:
During a clinic follow-up, a loss of capture was observed on the device. It is unknown if the patient is pacemaker dependent. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that r wave amplitude variation was observed on the device. Additionally, the patient is not pacemaker dependent.